Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the event occurred due to fan failure. However, the definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device's fan on the lamp house side would not turn. There was no patient involvement.